Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. It was observed that the failed upstream sensor had low fluid numbers, which can make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced. Additional information: low readings, sensitivity.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms. It was also reported there was no patient injury.